Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils. During the procedure, a ruby coil would not deploy. The manufacturer has requested additional information from the hospital; however, no additional information was provided.

Manufacturer narrative:
Please note that the device was initially available for return; however, additional information obtained confirmed that the device was discarded by the hospital. The report was therefore corrected accordingly. The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed.